Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, device unable to be retrieved." Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation.

Event description:
Plaintiff alleges he was scheduled to have the ivc filter removed but on two separate occasions the doctors were unable to retrieve the ivc filter. After a second attempt, the plaintiff alleged that he was told that the ivc filter was irretrievable because it was embedded in the vena cava wall. As a result, the patient alleges that he developed anxiety and fear that the filter could potentially cause future medical complications.

Manufacturer narrative:
Additional information: the event is currently under investigation. A supplemental report will be provided upon conclusion. William cook europe initially reported event under MFR report # 3002808486-2017-00887. New information was received identifying that the product was a cook inc.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to history of pe and bariatric surgery. Plaintiff alleges attempted retrieval on (B)(6)2015 and (B)(6) 2016. Plaintiff is alleging tilt, vena cava perforation, device is unable to be retrieved.